Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the food and drug administration (FDA) on 2019-jan-04 regarding a patient receiving morphine (dose and concentration unknown) from an implanted infusion pump. The indication for use was unknown. It was reported that the patient experienced uncontrolled seizures that sent her to the emergency room and required hospitalization for about 2 weeks. It was noted that the violent seizures caused the patient to have a heart attack. The seizures reportedly stopped when the doctors turned the pump to the lowest rate. The doctors thought the pump malfunctioned and "most have" over-delivered a bolus of morphine. The patient was scared to use the pump and even though it remained implanted, the morphine was replaced with normal saline. No further complications were reported or anticipated.